Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (serial: (B)(6)) was chosen for implantation as an aortic valve replacement utilizing a large flexnav delivery system. Sufficient calcium was present for anchoring of the valve. After release, the navitor valve was in good position and fully expanded. All 3 retainer tabs were fully released and the valve was at a depth of 3-5mm at deployment and release. While pulling on the flexnav delivery sytem for removal, the nose cone was not centralized and it interacted with the valve. This caused the navitor valve to migrate ascending aorta. The migrated valve was snared via transcatheter and implanted in the upper ascending aorta. A replacement 27mm navitor valve (serial: (B)(6)) was implanted. A post implant dilatation was required due to a presence of perivalvular leak (pvl). The patient was reported to be stable and remained hemodynamically stable throughout the procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (serial: (B)(6)) was chosen for implantation as an aortic valve replacement utilizing a large flexnav delivery system. Sufficient calcium was present for anchoring of the valve. Annlus dimensions were as follows: annulus diameter 25.0 mm, ascending aorta 32.0 mm, left ventricular outflow tract: 25.9 mm, area: 480.9 mm². After release, the navitor valve was in good position and fully expanded. All 3 retainer tabs were fully released and the valve was at a depth of 3-5mm at deployment and release. While pulling on the flexnav delivery sytem for removal, the nose cone was not centralized and it interacted with the valve. This caused the navitor valve to migrate ascending aorta (10-13mm). The migrated valve was snared via transcatheter and implanted in the upper ascending aorta. There was no clinical signs or symptoms due to the migration. A replacement 27mm navitor valve (serial: (B)(6)) was implanted utilizing a replacement large flexnav delivery system. The valve was implanted at a depth of 4-5mm. All retainer tabs were released and the there was no difficulty deploying or anatomy affecting expansion. A post implant balloon valvuloplasty (bav) was performed with a 24f non-abbott balloon due to a presence of perivalvular leak (pvl). After bav the pvl was described as mild-moderate. The patient was reported to be stable and remained hemodynamically stable throughout the procedure. There was no clinically significant delay.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that the nose cone of the delivery system was not centralized, and it interacted with the implanted valve during removal, causing the valve to migrate. It was also noted that the migrated valve was snared and implanted in the upper ascending aorta. The provided images were reviewed by an abbott senior design/product development engineer. Based on available information, the reported device migration is related to procedural conditions (interaction with delivery system nose cone). The reported improper or incorrect procedure or method is due to the user snaring the valve after deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.